Manufacturer narrative:
(B)(4). The patient age was reported to be around (B)(6). On an unreported date in (B)(6) 2015, the patient was hospitalized for the event of peritonitis. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. Treatment was not reported. At the time of this report, the patient had not recovered. Action taken with pd therapy was not reported. Additional information was requested but is not available.